Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to push insulin into the cartridge due to back pressure on multiple occasions. Reportedly, insulin came out of the needle and the customer did not see any visible damage to the cartridge. A new syringe was used and the customer was able to successfully fill the same cartridge for both events. Insulin delivery was resumed. The customer's blood glucose (bg) level was 304 mg/dl and the bg level was addressed with a bolus via the pump.